Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced an event of kink in the tubing on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.